Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06840. A review of the repair history shows the scope was serviced via repair (full refurbishment) three times in the past year. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to handling; while inserting the insertion unit into a patient and angulating the bending tube, the device was twisted forcibly or the fixing strength of image guide tube and bending section was insufficient by some cause. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found leaking from the joint between bending section and insertion tube. The bending section cover glue (a-rubber glue) is detached. There are deep scratches on the protector and has a protruding sheath. The light guide tube has surface scratches. There is low angulation. The listed parts were replaced. The device is fully functional and returned to the user facility. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported that there was an issue with external defects of the universal card/distal end/scope connector/control body of the scope. There is a tear on the cord near the camera tip on the distal end. There was no patient involvement. No additional information was provided.